Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying an unclear temperature message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient tests between six to ten times a day and manages his diabetes with humalog insulin (sliding scale based on this food intake and blood glucose reading with the subject meter) via insulin pump. The patient clarified the alleged issue occurred on (B)(6) 2012 at 12am. The patient denied taking any action in response to the reported meter issue and prior to going to bed the patient denied testing his blood glucose with a backup/ secondary device. Four hours after the alleged issue occurred, the patient claimed he woke up with a symptom of "shaking". The type of treatment the patient self administered is not clear; however, the patient denied receiving any other form of medical intervention after the alleged issue occurred. During troubleshooting, the customer service representative (csr) noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. The reported meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.